Event description:
A user facility reported problems with an lma-proseal. It was reported that a seal could not be obtained after repeated filling. An air leak was noted after it was removed from the patient. The customer reported that the pre-test of the device was skipped prior to use. It was reported that there was no consequence or injury to the patient. The user facility returned the lma for evaluation.